Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive any therapy during the oversensing. The device was reprogrammed. The patient was asymptomatic to the event and was in stable condition.